Manufacturer narrative:
This issue was caused by over occlusion. The customer could solve the issue by adjusting the occlusion. After adjusting, no further errors or problems were reported. No further investigation is required. A review of the device history records could not identify any concessions, deviations and nonconformities relevant to the reported failure. This issue will be monitored for trends and if a trend is identified, correctives will be recommended.

Event description:
Sorin group received a report that the s5 roller pump displayed an error message during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an error message during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.